Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/28/2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and the inspection failed due to moisture damage at the usb connector. The receiver failed to charge and reboot because the receiver did not turn on. Receiver download and functional test could not be performed because receiver did not turn on. The receiver case was opened, the internal inspection failed with moisture damage at the main board power regulators. The battery was replaced with a known good battery and the receiver still failed to turn on. The reported event of unexpected receiver shut-down was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Confirmation of the reported event of unexpected receiver shutdown could not be determined. The root cause could not be determined.